Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was corrosion built up inside the device. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the wire was sticking in the device after a procedure during cleaning. There was no pt involvement and no allegation of adverse consequences associated with this event.